Event description:
It was reported that during a laparoscopic appendectomy, the device fired malformed staples and did not cut completely. Another device was used to complete the procedure. There was no patient consequence.